Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this unknown boston scientific lead became dislodged following a valve procedure. No adverse patient effects were reported. It was noted that the lead will not be returned. No further details were provided.